Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling faint, dizzy, and shaky. The patient contacted an urgent care center and was advised to proceed to the hospital for evaluation. Upon arrival, a point-of-care fingerstick measurement showed a cgm glucose value of 4.0 mmol/l, while a confirmatory blood glucose test indicated a level of 2.3 mmol/l. The patient was treated with intravenous dextrose, saline, and fluids. No additional interventions were documented, and the duration of the hospital stay was not reported. There was no record of further medical evaluation or follow-up treatment. At the time of this report, the patient was noted to be stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.